Event description:
A dialysis facility reported that approx 1/2 hr into the dialysis treatment, a pt c/o nausea and vomiting. Pt was given saline and was stable for about 1/2 hr. He later c/o nausea, vomiting and abdominal pain and was sent ot the hosp ER for eval. His diagnosis was acidosis and hyperkalemia. He was discharged later on the same day.